Event description:
Pt began having symptome mid 2005 with every exposure to room with disinfectant that lasted several hours. These were watery eyes, headache, and runny nose. Headaches lasted 4-6 hours after exposure even with otc meds.